Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that reservoir had air bubbles. The approximate size of air bubbles was decent size. The customer reported blood at infusion set insertion site. The reservoir will not be returned for analysis.